Manufacturer narrative:
(B)(4). Medical product: catalog #: 912140c, jgrknt 1.4 mm crvd kit w slv, lot # 648640 qty: 9. Catalog #: 912140c, jgrknt 1.4 mm crvd kit w slv, lot # 648630 qty: 6. Reported event was considered confirmed as the returned items were fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was considered to be a manufacturing deficiency and related to cleaning during manufacture. The complaint is being addressed through the CAPA process. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03822, 0001825034 - 2019 - 03833, 0001825034 - 2019 - 03834, 0001825034-2019-03835, 0001825034 - 2019 - 03836, 0001825034 - 2019 - 03838, 0001825034-2019-01372, 0001825034-2019-01373, 0001825034-2019-03840, 0001825034-2019-03841, 0001825034-2019-03844, 0001825034-2019-03845.

Event description:
It has been reported that the obturator were already fractured while the packages were opened during inspection. There was no patient involvement. No adverse events have been reported as a result of the malfunction.